Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information received indicated that the patient underwent a pocket revision procedure. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information received indicated that the patient has not scheduled the revision. The physician does not plan on any further course of action at this time.